Event description:
The customer reported a "system failure, cycle power" message and error code: 20004.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.